Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had peritonitis. Per the nurse, the peritonitis resulted in the patient losing the pd catheter (not a fresenius product) and switching to hemodialysis for renal replacement needs. No further information is available about the event, despite several follow-up attempts. Currently, there have been no reported allegations in the file that this event was caused by fresenius products.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had peritonitis. Per the nurse, the peritonitis resulted in the patient losing the pd catheter (not a fresenius product) and switching to hemodialysis for renal replacement needs. No further information is available about the event, despite several follow-up attempts. Currently, there have been no reported allegations in the file that this event was caused by fresenius products.